Manufacturer narrative:
H.6. Investigation: DHR, maintenance record analysis and quality notification analysis were performed and no deviation was found for this batch. No samples / photos were sent by the customer making it not possible to perform an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From these information¿s it is not possible confirm the complaint. H3 other text : see h.10.

Event description:
It was reported that an unspecified number of syringe plastipak 3ml s/su experienced leakage during use. The following information was provided by the initial reporter: the syringes showed leakage of the substance (radiopharmaceutical) by the plunger during administration. Syringes were discarded because of the risk of contamination. Information received by email on 7/11/2019: there was no damage to the patient/health professional. There was no need for medical or surgical intervention. There was no exposure of blood or chemotherapic to the skin.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: additional phone # was provided as (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe plastipak 3ml s/su experienced leakage during use. The following information was provided by the initial reporter: the syringes showed leakage of the substance (radiopharmaceutical) by the plunger during administration. Syringes were discarded because of the risk of contamination. Information received by email on 7/11/2019: there was no damage to the patient/health professional. There was no need for medical or surgical intervention. There was no exposure of blood or chemotherapic to the skin.